Event description:
It was reported that the camera head had a poor quality image. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that a cable failure caused communication failure and the images were not displayed. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a poor quality image. The event occurred during preparation for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient involvement.